Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2018; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2018; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their system no longer works and the wires are cut. No additional information was available.

Event description:
Additional information was received from the patient clarifying the report of their system no longer working and wire were cut by stating that they had a peripheral stimulator installed (B)(6) 2018. They stated that they had to have it recalculated every 6-8 weeks as "terminated" kept showing up. Tech would recalculate each time this showed up. Circumstances that led to the issue of the system no longer working was a change in device programming. They stated they had multiple episodes more frequently occurring every 6-8 weeks steps taken to address these issues was a consultation with pain dr. And manufacturer tech, tried newer technology, inner spinal canal, did a week trial with good results. It was indicated that at the time of the patient¿s reply, they were going thru hoops in prep for a new replacement unit. They noted they¿d have the replacement some time in feb (also noted next month-march). First unit was shut off after discharge one night by me @ controller. Will have a good idea of new ones effect when put in and working, if and when that occurs.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead was discarded. Ipg was not replaced. [See pe 0703155425 for report of old mpxr relating to oor and loss of stimulation.]

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# :(B)(6), implanted: 2018 (B)(6), explanted: 2022 (B)(6), product type: lead. Serial# :(B)(6), implanted: 2018 (B)(6), explanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were doing passive recharge mode for about 25 minutes by the time rep called technical services(ts). Rep said the numbers showed 100, but it did change when the recharger was moved away from the body. Ts told rep that recharger appeared to be working as intended, and suggested that rep continue. If rep still can't get the normal recharge screen after a couple more passive recharge sessions then rep will disable and re-enable device. Rep has extra recharger that he could try as well. Patient has not recharged for 6 months due to loss of pain relief. Rep said he's been working with patient for reprogramming. Hcp intends to remove the percutaneous leads and put in a surgical lead tomorrow and use dtm programming algorithm.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: 2018 (B)(6), product type: lead. Serial#: (B)(6), implanted: 2018 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on april 8th that the devices still remain in the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they met with the patient this morning ((B)(6) 2022) to get his battery out of passive mode. The rep called the patient on the weekend to let him know he needed his battery charged up for his lead revision surgery on wednesday (B)(6) 2022. The patient called the rep yesterday (2022-06-13) to let the rep know that he had misplaced his controller but eventually found it in the afternoon and he could not charge his battery up. The patient went on to say that it had been at least six months since he had charged his battery, so the rep made an appointment up at the healthcare provider's (hcp's) office to evaluate and likely get him out of passive mode in preparation for his lead revision case tomorrow. The rep struggled with passive mode and had to disable the patient's battery and "re-enable" in order to get out of pas sive mode. The rep and patient charged the patient's battery to 40% and the rep told him to go home and continue charging. The patient wrote in and reported that the steps taken to resolve the issue of the "terminated" error message were that the implant system was removed. The patient noted that the issue has been resolved.

Event description:
Pt said the letter asked when ins/leads were removed, and pt reported that nothing has been removed. Pt says they have "met with reps in the past for reprogramming and it would work for several weeks and it stopped and I reached tolerance". Pt says they had to "run it so hard to get it to do me any good that I had to charge twice a day so finally the rep (B)(4) told me that they could do a laminectomy in my thoracic lumbar region and put the lead in there". Pt says they are a diabetic and talked with his neurosurgeon that does implants and had "an initial appointment and when he found out he was diabetic and my a1c was 8.2 and said he wont touch me until its 7.8 or under so patient is working towards that so they can get the implant. Patient was at 7.8 2 months ago and going for an a1c check tmrw morning and then will get in touch with the dr again".

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.